Manufacturer narrative:
Continuation of d10: product ID: 8781, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2026, product type catheter; product ID: 8780, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2026, product type catheter; product ID: 8780, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2026, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 20-sep-2025, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 02-feb-2026, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 04-feb-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing dilaudid (hydromorphone) (8 mg/ml at 1.3 mg/day) and (baclofen 922 mcg/mo at 150 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient has had several catheter revisions previously {refer to manufacturing report #3004209178-2023-19500 and 3004209178-2024-06516 regarding these catheter revisions} and was feeling like he wasn¿t getting pain relief. He also had some intermittent withdrawal with the increased pain. The healthcare provider decided to replace the entire catheter. When he opened up the spinal incision, the spinal piece was all balled up and was not intrathecal. He was able to place a brand new catheter and had good csf flow. Patient daily dose was reduced by 50%. The issue was resolved.